Event description:
It was reported that during a stent placement procedure, the proximal tip of the stent allegedly broken. It was further reported that the broken part of the device allegedly remained on the guide. Reportedly, the broken part of the device was removed using a lasso device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the proximal tip of the stent allegedly broken. It was further reported that the broken part of the device allegedly remained on the guide. Reportedly, the broken part of the device was removed using a lasso device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in used condition without stent that reported has been deployed inside patient. At the distal end, the inner catheter cardan tube is broken three times, and the three separated segments were separately returned which leads to confirmed result for break and detachment of the inner catheter cardan tube. Based on the investigation of the provided information, the investigation is closed as confirmed for break and detachment of the inner catheter cardan tube. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit'. Regarding pre dilation the instructions for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended'. Under materials required the instructions for use states: '5f (1.67 mm) or larger introducer sheath; 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the instructions for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used' and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together'. The instructions for use further state: 'visually confirm the delivery system integrity after removal'. Holding and handling of the system throughout deployment was found sufficiently described. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the proximal tip of the stent allegedly broken. It was further reported that the broken part of the device allegedly remained on the guide. Reportedly, the broken part of the device was removed using a lasso device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor image provided. The reported issue could not be reproduced which leads to inconclusive result. Based on the investigation of the provided information, the investigation is closed as inconclusive for break and detachment of the inner catheter cardan tube. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit'. Regarding pre dilation the instructions for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended'. Under materials required the instructions for use states: '5f (1.67 mm) or larger introducer sheath; 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the instructions for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used' and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together'. Holding and handling of the system throughout deployment was found sufficiently described. H10: g3, h6 (method). H11: g2. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.